Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product failed visual inspection due to the damage caused to the surface during the explantation process. However on reviewing the DHR it was found that the entire lot had passed sla surface treatment and the implants was within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of failure to osseointegrate (bone resorption). Based on the report, the pt had moderate oral hygiene and poor bone condition. Implant was removed after 13 months because of bone condition and infection. The fixture was implanted with primary closure and healing abutment load. Implant was placed in tooth location #19. The pt has no medical history. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt's outcome was reported as stable but treatment is ongoing.